Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation was performed for the finished device 6002053 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 800cc and suffered from capsular contracture baker grade IV and rupture symptomatic on the left breast implant. As a result, the patient has undergone removal and replacement with non-mentor device on (B)(6) 2020. On (B)(6) 2021, it was reported to mentor that the patient experienced baker grade IV capsular contracture on the right side breast. Possible left side rupture secondary to trauma ¿ chest injury- ((B)(6) 2020 ¿ severe motorcycle accident) , now with malposition and capsular contracture. The replacement devices were allergan brand scx gel implants. The patient had undergone removal of left ruptured silicone implant with some extracapsular silicone extrusion, reconstruction and repair of left pectoralis major muscle on (B)(6) 2020. This medwatch is for the right side.